Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their adult female client, now (B)(6), used fixodent denture adhesive, form/version unk and/or super poligrip original denture adhesive, unspecified total daily uses beginning 2003 through 2011, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation.